Manufacturer narrative:
This is 8 of 14 reports. The subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between (B)(6) 2015 and (B)(6) 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that one patient experienced transient neurological deficit due to an ischemic stroke around 6 months after treatment (mrs (modified rankin scale) at that moment 3 and 1 at end of follow-up). No wfns (world federation of neurosurgical societies). The patient experienced hypoesthesia and mild paresis right leg. Resolved completely within 6 months. The magnetic resonance imaging (MRI) showed diffusion restriction in the precentral gyrus and 2 small areas in the superior parietal lobe.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that one patient experienced transient neurological deficit due to an ischemic stroke around 6 months after treatment (mrs (modified rankin scale) at that moment 3 and 1 at end of follow-up). No wfns (world federation of neurosurgical societies). The patient experienced hypoesthesia and mild paresis right leg. Resolved completely within 6 months. The magnetic resonance imaging (MRI) showed diffusion restriction in the precentral gyrus and 2 small areas in the superior parietal lobe.

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, transient neurological deficit and stroke are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.